Manufacturer narrative:
The customer stated that there was no patient involvement .

Event description:
It was reported that the etco2 device displayed error code 500.5040. There was no patient involvement.

Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the etco2 device displayed error code 500.5040. There was no patient involvement.